Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, lot# l62216, implanted: 1999 (B)(6); product type catheter product ID neu_unknown_cath, serial# unknown; product type catheter. (B)(4). Analysis of the sc connector revealed coring/tears/cuts in seal and meets leak criteria. Inspection showed a deep, circular coring can be seen in the bottom of the cup of the sc connector consistent with the inner diameter of the tip of the outlet port of the pump. There was indentation of circular tear or coring into the sealing surface of the sc cup connector.

Event description:
As of the date of this report, the patient was doing fine. The pump was delivering morphine at the time of the event.

Event description:
It was reported, the connector ripped. There were no patient symptoms with this event. It was further reported during a routine pump replacement due to elective replacement indicator (eri) when the connector was taken off it was noticed there was a rip on the top of the connector and it was replaced with a 8478. The patient had good therapy and ¿it did not look correct¿ however, it was not believed to be leaking. It was unknown what drug the pump was being used to deliver. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.